Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer has a "faulty disposable alarm". No adverse effects were reported.

Manufacturer narrative:
The serial number was updated from (B)(4) to (B)(4).

Manufacturer narrative:
The smiths medical fluid warmer was returned for analysis in good physical condition and analysts powered the device on and it did not alarm. They were unable to duplicate the issue. There was no problem found with it.